Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a button error alarm on their insulin pump. It was reported that the buttons do not work, and when you try to esc, the screen goes blank. It was reported that the customer's blood glucose was 77.4mg/dl. It was reported that the customer was advised to discontinue use of the device, and that it would need to be replaced and returned.

Manufacturer narrative:
The insulin pump powered up properly and no blank display was noted. All operating currents were within specification and passed the self test and displacement test. No unresponsive buttons were noted. All buttons functioned properly. However, corroded keypad traces were noted. The insulin pump had cracked battery tube threads, a broken reservoir tube lip, minor scratches on the display window, cracked case at the display window corners and a stained end cap sticker.